Event description:
A us distributor contacted zoll to report that a patient experienced an open wound under the front therapy electrode. The patient was reportedly using a medicated ointment. Follow-up indicates that the patient's physician ended use of the lifevest. The patient was to receive an ICD.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.